Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint the instrument was found to have the main tube broken. No material was found missing. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the large needle driver instrument showed that the alleged event occurred on the 2nd use of the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the large needle driver instrument inner sheath was damaged intraoperatively. The black insulation part (inner sheath of the instruments shaft) protruded and over extended onto the metal portion of the large needle holder causing the cannula to be stuck. The damaged instrument was unable to slide out of the reusable cannula so the customer removed the reusable cannula by dismantling the inner sheath of the damaged part of the instrument. A backup instrument of the same type was used and the procedure was completed with no reported injury.